Manufacturer narrative:
Device evaluation: analysis of the returned device identified, wear abrasion, crease fold, brown and yellow particles, and opening on radius. Leak test and microscopic analysis was performed, which identified crease sharp opening on posterior, sharp broken on plug strap and striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening. A striated opening assessed, as surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.